Event description:
Staff was preparing to use the device and opened the new package. The belt that secures the device is normally located inside the packaging, inside the directions. When staff opened the box, there was no belt. All other components were present, but without the belt, the device cannot be used. Staff opened another box, which did have all parts.